Event description:
The customer reported that the unit failed to recognize the battery.

Manufacturer narrative:
The customer reported that the unit failed to recognize the battery. The unit was evaluated at philips and the failure was verified. Reconnecting the cable to the battery pca resolved the reported issue. We will consider this an incomplete electrical connection issue. The unit passed all post-servicing testing and was shipped back to the customer site.